Manufacturer narrative:
The device was received and evaluated. Cracks were found on both the top and bottom housings, corrosion was seen throughout the inside of the pod indicating that fluid leaked inside the pod. A leak test was performed which determined that the source of the corrosion was not from an internal leak. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked and flattened. It could not be determined when this damage occurred. In addition, damage on the pcb due to corrosion prevented data from being downloaded from the pod. Without the pod data, and it could not be conclusively determined if the exposed cannula damage affected the device¿s ability to deliver insulin when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 260 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. Fluid was observed inside of the device.